Event description:
It was reported by service report that the fowler is stuck and would not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motor control board.